Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16376. It was reported the patient experienced ineffective stimulation. X-rays indicated both leads had migrated. In turn, one lead explanted and replaced, while the other lead was repositioned to address the issue.